Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2125703 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported , the atraumatic tip of the 5f mynx control vascular closure device (vcd) was noted to be frayed/split/torn. And it is difficult to insert into the unknown sheath and could not be used. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury .the mynx vcd was used in a transfemoral cerebral angiography (tfca) . There were visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped and used according to the instructions for use. A 5f non cordis sheath was used .the device will be returned for evaluation.

Manufacturer narrative:
H3 corrected. From medical device problem code will be removed. Component code has been corrected.

Manufacturer narrative:
As reported , the atraumatic tip of the 5f mynx control vascular closure device (vcd) was noted to be frayed/split/torn, and it was difficult to insert into the unknown sheath and could not be used. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury .the mynx vcd was used in a transfemoral cerebral angiography (tfca) . There were visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped and used according to the instructions for use. A 5f non cordis sheath was used . The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant sleeve assembly was observed kinked/bent and the sealant remained in the manufacturing position, exposed to blood. No damage was observed in the atraumatic tip. The syringe and the involved procedure sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per microscopic analysis, visual inspection at high magnification showed no damage, fray or split in the atraumatic tip but the sealant sleeve assembly was observed kinked/bent. The presence of core wire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2125703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn-in patient¿ was not confirmed during analysis of the returned device. However, it was observed that the sealant sleeve assembly of the returned device was kinked/bent, which may have been what the customer was referring to. The reported ¿mynx control system impeded¿ was confirmed during analysis of the returned device, as an insertion test could not be confirmed due to the damage to the sealant sleeves. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have caused the kinks/bends observed in sealant sleeve assembly. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if there is damage to the device in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.